Manufacturer narrative:
A review of the manufacturing documentation of the explanted leads revealed no anomalies or deviations occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that trial patient was explanted due to a blood infection. The patient's symptoms were greenish yellow, odorous, drainage from the lead incision site. The patient was prescribed IV antibiotics. The infection is believed to be related to the implant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2352-50e, (B)(4), description: linear 3-4 trial lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that trial patient was explanted due to a blood infection. The patient's symptoms were greenish yellow, odorous, drainage from the lead incision site. The patient was prescribed IV antibiotics. The infection is believed to be related to the implant procedure.